Event description:
A caller reported that the cartridge leaked insulin from the o-ring. There was no adverse impact to the customer's blood glucose level. The caller changed the cartridge and successfully resumed insulin therapy.